Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 30mm mitral annuloplasty ring was implanted 2 months and 5 days beyond its use-by date. It was reported that the "surgery staff mistook the expiration date of the device before opening the package and during implantation". No intervention or adverse patient effects were reported.